Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237-2015-03880. Additional review showed the correct manufacturing site was site #(B)(4).

Event description:
Additional information received from the patient reported that he was at home and improving daily. He went to physical therapy and a CT scan showed the hematoma was absorbing. He had improved movement and sensation in the arm. They turned on the stimulator for the left side, but not the right side. They would wait a little longer before turning on that one.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer that reported the patient developed a hematoma after their deep brain stimulator (dbs) was implanted in (B)(6) 2015. The patient was in rehab and was on the "road to recovery." The patient was due to be discharged on (B)(6) 2015 if all kept going well. They would be scheduled to be adjusted after he had recovered. Further follow-up was being conducted to determine what actions/interventions were taken and had the hematoma been resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the hematoma was secondary to microelectrode recording which was observed intra-operatively. The hcp also reported that imagery showed that the patient was first stable and then recovered. If additional information is received, a follow-up report will be submitted.